Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a high blood glucose of 500 mg/dl last week. The patient had smelled insulin in the reservoir compartment. However, troubleshooting did not reveal any anomalies. There were no leaks in the set, no air bubbles, and no visible site or set damage. The displacement test was completed successfully. The high pressure test was also successful. There was a crack on the battery cap. The insulin pump will be returned for analysis due to the physical damage.